Event description:
It was reported that a patient underwent a gynecological procedure for pelvic organ prolapse and stress urinary incontinence on an unspecified date and pelvic floor repair mesh and the mini-arc sling were implanted. The patient experienced extreme pain, erosion of her internal bodily tissues and has had multiple surgeries and revisionary procedures. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01124. The same patient is represented in each medwatch.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that following insertion the patient experienced pelvic pain and erosion. It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and the mini-arc sling was implanted for stress urinary incontinence, symptomatic grade 4 rectocele, grade 3 cystocele. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to pelvic organ prolapse, and another mesh was implanted concurrently due to stress urinary incontinence. It was also reported that the patient also had miniarc implanted on (B)(6) 2010 due to stress urinary incontinence. The patient underwent mesh removal and repair on (B)(6) 2010 and (B)(6) 2011.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008. It was reported that patient underwent mesh removal/replacement on (B)(6) 2010 due to erosion and infection and removal/revision of eroded mesh on (B)(6) 2011 due to erosion and vaginal pain. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urine leakage, recurrent urinary tract infection, urge incontinence, mild fecal incontinence, drainage, and chronic vaginal discomfort.

Event description:
It was reported that following insertion the patient experienced urine leakage, recurrent urinary tract infection, urge incontinence, mild fecal incontinence, drainage, and chronic vaginal discomfort.

Manufacturer narrative:
It was reported that the patient underwent excision of mesh and cystoscopy on (B)(6) 2011 due to pelvic pain and pelvic discomfort secondary to residual foreign body in the vagina.